Event description:
Revision surgery-(B)(6)2018.

Manufacturer narrative:
This follow is being submitted to relay additional information. Corrected: b1 adverse event. Updated: d7 15 oct 2018. H6 updated method 4119 and 4114. H6 updated results 3221. H6 updated conclusion 4315. Complaint sample was not returned for evaluation. Reported event was not confirmed. DHR review was unable to be performed as the lot number of the involved device is unknown. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as there were no trends identified. Root cause was unable to be determined.

Manufacturer narrative:
(B)(4). Concomitant medical products: item: (B)(4), 90 degree x 4.5mm plate, 6mm offset, 3-hole, lot: unknown. Customer has indicated that the product is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that approximately two months following the placement of the locking proximal femur plate, screws were found to be disengaged. It is unknown at this time if a revision procedure will be performed.